Event description:
It was reported that the sys would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse in the 24 volt power supply. The sys operates as intended.